Event description:
It was reported that the rotational speed was unstable. The target lesion was located in the severely calcified coronary vessel. A 2.00mm rotalink plus was selected for use. During procedure, it was noted that the rotation speed increased and decreased, it was unstable and the usage was stopped. The procedure was completed with a different device. No patient complications were reported.